Manufacturer narrative:
Evaluation of the device did not show any malfunction. Review of the treatment plan revealed that implant apex was planned approximately only 0.35 mm away from the buccal plate. Additionally, there would not be much of a buccal plate left after the tooth extraction at site #8.

Event description:
Doctor extracted tooth #8 and tried to place a dental implant using a surgical guide. Post-of scan after the surgery showed that the implant perforated the buccal plate of the maxillary bone. Doctor removed the implant and bone grafted the site.